Event description:
Caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the caller through a pump reset, after which the issue was resolved and the caller successfully started their sensor session.